Event description:
While the surgeon was operating from the surgeon's console, arm # 1 of the davinci patient console came down on the suction irrigator and caused irrigation to shoot out for approximately 4-5 seconds until the surgical scrub could remove the irrigator from beneath the arm. Some of the irrigation ran into the base of the patient cart and at the same time the robot began alarming unrecoverable fault, turned red and the camera arm seized up. Davinci technical support immediately called and after extensive trouble shooting and several hard shut downs, the robot could not be restarted. The robot was undocked and the surgeon converted to a laparoscopic supracervical hysterectomy. There was no injury to patient during the incident and the patient remained stable.